Event description:
A report was received that the patient's precision system was explanted due to experiencing nausea. The physician believed the nausea was caused by the leads putting pressure on the patient's spine.

Manufacturer narrative:
The devices involved in the complaint were not returned to bsn as they were discarded by the medical facility. This is the final report.